Manufacturer narrative:
(B)(4). A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges that the "doctor found the cuff leakage prior to use on patient during functional test."

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was used as biological material was present on the device. No other defects were observed. An attempt was made to inflate the cuff; however, the cuff was unable to completely inflate. The et tube was then was submerged under water and an attempt was made to inflate the cuff to detect the area of leakage. Upon injection, it was observed that the et tube leaked from the middle of the cuff. Microscopic examination of the cuff revealed that there were two small cuts in the cuff. No other defects or anomalies were observed. The instructions for use (IFU) for this product was reviewed as a part of the complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." Other remarks: the IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff leaking prior to use" was confirmed ased upon the sample received. The returned et tube was found to have two small cuts in the cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, it is unlikely that this type of damage was present at the time of manufacturing. Based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the "doctor found the cuff leakage prior to use on patient during functional test."